Event description:
Stopcock device found to be leaking with important fluids running through line. We have had 3 occurrences in the past week that we identified there was a hole at the stopcock, and the others were found to be cracked. We have reached out to the supplier medline and they have taken the products and are launching an investigation. We now have a substitute product available. Will work with nicu [neonatal intensive care unit] team, medline and css [clinical stabilization services] to figure out next steps. Product information: namic stopcock, ref-70015003, lot-0000109868.